Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that /hour glass/no readings/sensor error in status box occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient reported a sensor error, wait up to 3 hours message occurred. The patient had boarded a flight with her 3-year-old son from dallas to chicago and once seated, started looking for her glucometer. She felt her blood glucose (bg) was dropping (no specific symptoms were provided) and started drinking a lot of juice. However, she lost consciousness, was assisted by the flight attendants and regained consciousness after 10 ¿ 15 minutes. A bg value post-juice was not provided. Upon arrival at her destination, emergency medical services transported the patient to the hospital and the patient was kept overnight in the emergency department. The patient was treated with IV saline and insulin (per the patient). At the time of the report, the patient was in stable condition. Data was provided for investigation. The problem could not be confirmed. The probable cause could not be determined post investigation as the allegation was not found. No additional patient or event information is available.